Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the recharge burden of the patient's ipg increased. It is unknown whether the ipg would provide 24 hours of therapy between charges. Surgical intervention was undertaken on (B)(6) 2023 in with the ipg was explanted and replaced to address the issue.